Event description:
During initial fusion surgery in 2009, the prongs on a polyaxial open screwdriver bent while the surgeon was trying to back out several screws. There was no harm to the patient. There was no surgical delay. The device is similar to another device that has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.